Event description:
It was reported that during a pump implant/revision, the new pump was filed with a new drug concentration, morphine 20mg/ml. The existing catheter was unable to aspirated of the old drug concentration (morphine 45 mg/ml). The health care provider did not troubleshoot the catheter issue; the new pump was connected to the existing catheter. A priming bolus of 0.199 mls rather than 0.3 mls was programmed on the back table. Options for "bridging out the old 45 mg/ml" in the existing catheter were being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.